Manufacturer narrative:
The device was returned to the manufacturer for evaluation. A review of the manufacturing records was performed and there were no non-conformances noted during manufacture that would be related to this complaint. All testing requirements were met. Evaluation of the device determined that the suction tub was fractured into two pieces. No stress marks were observed that could have lead to the fracture occurring. No issues were identified with the fan spray tip assembly.

Event description:
It was reported that when the zimmer pulsavac plus device was opened and used, the hard plastic tip on the fan spray was attempted to slide back to only expose the soft, flexible tip on the fan spray. However, it was stuck and the surgeon could not move it. After several attempts the tip broke. There was no harm reported and the procedure was completed with an alternate device. It was reported that there was a five minute delay in procedure while alternate product was obtained, opened and set-up to complete the procedure.